Event description:
It was reported that, "put rasp in and tried to get it out and the handle broke off in the disc space."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.